Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse checked system remotely and found a startup error with the equipment. The rse found that the issue arose because the equipment had been powered off for a long time, which led to a bios error. To resolve the issue, the rse instructed the customer to select correct boot mode. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.